Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway.  The reported problem (patient death) was investigated.  Upon investigation the monitor was resetting.  The cause for the failure was isolated to the defibrillator pca and computer/analog board.  High voltage travelled to low voltage circuitry, damaging multiple components on the pcas, including resistor r781. Investigation is still underway. The root cause for the high voltage travelling to low voltage circuitry is still underway. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated.  Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged esd500 component and a damaged u204 component on the dn pca. The root cause for the failure was unable to be positively identified. Device manufacturer date: monitor: 12/30/2019, electrode belt: 09/01/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 01:10 pm. The patient had just been fit with the lifevest in the medical facility less than two hours prior to passing. The patient was in the medical facility prior to passing. The patient became unconscious and fell from the bed of the medical facility to the floor. No injuries were reported from the fall. The monitor was reportedly likely to have hit the ground during the fall. It was reported that the patient was believed to have received two treatments from the lifevest during the event. It was reported that the patient was also being monitored on telemetry. It was reported that hospital staff made efforts to resuscitate, including additional unsuccessful non-lifevest defibrillations. The patient's physician removed the lifevest from the patient prior to passing. The patient experienced vf while the lifevest was removed and the patient passed away despite resuscitation efforts from the staff. Review of the download ECG data indicates that the lifevest actually delivered one shock, rather than the reported two shocks. It was also reported that the patient experienced an appropriate treatment event consisting of 1 shock. It is unknown exactly at what point the patient fell from the bed and if the treatment occurred before or after the fall. At 12:17:03 on (B)(6) 2020, the patient experienced an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) with motion artifact, and the post-shock rhythm was sinus bradycardia at 30 bpm. The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. The lifevest functioned as designed for its intended use. According to captured ECG data on the device, which indicates the device was still powered at the time, approximately 30 seconds after the lifevest defibrillation, the patient again entered vf. Motion artifact was visible on the ECG recording. In accordance with the reported sequence of events, the physician arrived in the patient's room after the lifevest delivered treatment. It is possible the motion artifact visible on the ECG was due to medical staff attending to the patient. The patient was in vf for approximately 40 seconds before receiving a non-lifevest defibrillation at 12:18:48. The patient was in vf for approximately 2 minutes before receiving the second non-lifevest defibrillation at 12:19:58. At 12:21:06, the patient received a third non-lifevest defibrillation. The patient was in vf for 35 seconds before receiving the defibrillation. Motion artifact and electrode lead fall off prevented the lifevest from treating the patient from approximately 12:18:48 until the device shutdown at 12:21:55 on (B)(6) 2020. The lifevest was reportedly removed prior to the patient's passing. The monitor reportedly would not power on following the event. The patient was reportedly in the hospital and under medical care at the time of passing. It was reported that hospital staff performed resuscitation efforts. There is no indication that a device malfunction caused or contributed to the patient's death.